Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2023.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced implantable pulse generator (ipg) pocket site pain, discomfort, and irritation located towards the center of the low back area. Therefore, the patient underwent an ipg replacement procedure during which the existing primary cell ipg was replaced with a smaller rechargeable ipg and the pocket site was moved to the right side flank area. There were no reported postoperative patient complications and the incisions were healing fine when the patient was seen again one week postoperatively. The explanted ipg will not be returned as it was retained by the medical facility.